Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, this right atrial (ra) lead was surgically abandoned and replaced. The pacing threshold measurements had increased, to 2.8 v at 0.5 ms, and the physician wanted a new lead as the patient paces about 2% in the ra. No adverse patient effects were reported.